Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floating particulates were found in fifteen (15) non-dehp fluid path intravia containers containing compounded product. This was identified during final product inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for the 5 returned samples. The remaining samples were not returned; therefore a device analysis could not be performed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.